Manufacturer narrative:
One device was received for analysis. The complaint was confirmed. The cause was the downstream occlusion (dso) seal was cracked. Replaced the dso seal to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that "membrane over lock sensor defect". The reporter stated "the pump works as long as the hose set is intact. Which I have not received indications that it has been. The operation has not paid attention to the membrane¿. There was no patient involvement, and no patient harm\adverse event reported.